Event description:
The pt complained of chest pain 30 mins after the procedure. Angiography showed thrombus in the implanted cypher stent.

Manufacturer narrative:
This pt presented for emergent treatment due to an acute myocardial infarction. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the proximal right coronary artery (rca) of approx 20mm in length in a 3.5mm vessel diameter. It was also tortous and classified as b1. Direct stenting was performed with a 3.5 x 23mm cypher at 22 atm. Post-dilation was not conducted. Ivus was not conducted. Timi o and iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis meausred 0%. Act was not measured. Intra-procedure medications included aspirin 330 mg/day, ticlopidine hydrochloride 200 mg/day, cilostazol 200 mg/day and heparin 8,0000 units. Post-procedure medications included aspirin 330 mg/day and cilostazol 200 mg/day. Thirty minutes after the procedure, the pt complained of chest pain. St-elevation was observed on ECG. Coronary angiography was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and poba were conducted. The detail of poba was unknown. The physician commented that the cause of the thrombotic event was because the stent was under-dilated. Please note that this product, (cjs23350, i0306109) is not distributed in the u.s. However, it is similar to the us distributed device, cxs23350. This product is also not available for testing and eval. A male with a history of smoking experienced a thrombotic event thirty minutes post cypher stent implantation. Initially, the pt was admitted to the hospital with an ami and underwent an emergent angiogram that revealed a lesion in his proximal rca. This pt's emergent presentation with an ami puts him at increased risk for mace. In addition, his ami puts him in a hypercoagulable state and at increased for thrombotic events specifically. Intra procedural medications included asa, ticlid, cilostazol and heparin. Acts were not measured during the procedure. The proximal rca lesion was described as de novo, type b1, 100% occluded, 3.5mm in diameter, 20mm in legnth and tortuous. The safety and effectiveness of the cypher stent has not been established in these type of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 3.50 x 23mm cypher stent at a maximum inflation pressure of 22 atm. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent and the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The procedure was completed with a resultant timi flow of 3 and a residual stenosis of 0%. Thirty minutes after the index procedure, the pt experienced chest pain and developed st elevation. A repeat angiogram revealed thrombus within the previously implanted cypher stent. This was treated with aspiration and ptca. The product remains implanted in the pt and is thus not available for eval. Thrombotic events are a known potential adverse event following stent implantation. According to the procedural physician, the cause of the thrombotic event was the under-dilation of stent. There are pt, vessel, procedural and possible pharmacological factors that may have contributed to this event. The product was not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.